Event description:
Health care professional reports two blood leaks noted into the dialysate compartment during pt treatment. The dialyzer and lines were replaced and the treatments were continued without incident. Estimated blood loss "+150cc." Dialyzers were reused 2-3 times. No reports of fiber leak occurred with initial use of dialyzers. Health care professional reports no pt injury or medical intervention.